Event description:
The nurse reported via a letter that he was observing a surgery procedure. During this procedure, he observed that the screwdriver doesn't hold the screws anymore. A replacement was available to complete the surgery without any consequences.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as meeting specifications prior to distribution. The functional test revealed that all products are still functional; the reported event could not be reproduced. The reported event could not be reproduced. No discrepancies were detected during risk analysis review. No non-conformity identified.

Event description:
The nurse reported via a letter that he was observing a surgery procedure. During this procedure, he observed that the screwdriver doesn't hold the screws anymore. A replacement was available to complete the surgery without any consequences.